Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt did not pass incoming functional testing. The cause for the failure was isolated to an intermittent open connection in the trunk cable. The root cause for the intermittent connection was unable to be positively identified. No adverse event resulted from the damaged belt.

Event description:
During an investigation of an electrode belt for an unrelated issue, a reportable malfunction was found. The belt did not pass incoming functional testing.